Event description:
The surgeon allegedly used nanotack suture anchors (1.4 mm) during surgery to perform a labrum reattachment procedure and reported that the suture pulled free from the anchor. The anchor remains in the patient, no injuries were reported.

Manufacturer narrative:
Evaluation summary: the suture anchor device was not returned for evaluation. This was determined to be a reportable event due to the permanent nature of the suture anchor that was left in the patient, even though no injury was reported.